Event description:
Customer reported that the display on the insulin pump is blank. Customer had a low reservoir but was not able to do anything because the screen keeps going blank. Customer stated that the device has a crack in the reservoir compartment. Blood glucose value is 119 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube, and cracked reservoir tube window.